Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (revision surgery required) and product code jwh.

Event description:
Revision surgery required. It was reported via user facility report: "failed right total knee arthroplasty. The tibial component was evaluated and seen to be in significant varus with collapse medically into the tibia. The femoral component seen to be in significant varus with some collapse the lateral aspect into bone."